Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the care partner not receiving any notification or alerts from minimed go. The customer reported no adverse event. The event involved product(s) mmt-6111. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. Carepartner reported not getting alerts from minimed go patient. As per investigation, three different alert categories triggered for the user on february 15th: low glucose, longacting reminder, and rapid glucose rise. Of these, two are enabled by default and would have generated push notifications on the unlocked screen even if the user was using other apps. For the third alert (glucose rising rapidly), the user needs to enable the rise alert setting to receive push notifications and it possible that this particular alert triggered while user is on cp app and viewing the graph screen. All the alerts triggered were delivered to carepartner succesfully. Issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively. Can you please get below details from customer to investigate further: can you share list of alerts that care partner is not receiving when she is using the app. Is she getting any alerts when using the app or nothing at all? Issue reported date is feb 10, is it happening recently too? If yes, can you share timestamp when recent event occurred. Also, the user needs to enable the rise alert setting to receive push notifications for glucose rising rapidly the helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.